Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. It was also reported that the rv lead exhibited rising impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.